Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter; returned test strips produced high readings on levels 30 and 75. Black chemistry observed. R& d root cause investigation concluded the returned test strips has been over exposed to moisture most likely caused the vial left opened.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 90-131mg/dl fasting. Verified the strips expire 5/14/2016. Customer confirms the strips have been properly stored and were first opened 2/2/2016. Reviewed meter memory: (B)(6). Memory concerns:131,207,181,155mg/dl. Customer believed his results are inconsistent because meter results are higher than a trueresult meter his nurse used to comapre. Trueresult registered 151mg.dl and truemetrix air 181 mg.dl.time and date were not set correctly and there were only 4 results in memory.